Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was not able to draw any insulin into some of the reservoirs. She stated she did fill them with air firs but insulin would not enter. She also reported that with other reservoirs, she could fill them but could not push insulin through the tubing when connecting the infusion set. She stated she changed the infusion set and connected to the same infusion set and was able to prime. The customer stated that the occlusion problems happened with about 4 reservoirs for a month with one particular box of reservoirs. Blood glucose value is unknown. The product will not be returned for analysis.